Event description:
The customer reported having high blood glucose for the past three days. The customer stated that she is in the store and needs the emergency services to be called. The customer stated that she was feeling nausea and very sleepy. The customer stated that she had taken a manual injection about 10 minutes before calling the helpline. The paramedics arrived to take customer to the emergency room. It was stated that the customer will call back when she is stable to troubleshoot the insulin pump. Attempted to call the customer back several times and left a message. Then the customer called back to thank us for helping her. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.